Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. The motor was tested outside of device and passed. Unit alarmed unexpected restart error after battery change due to c-13 voltage leak on the interface board. Unit received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl at the time of the incident. The customer was at 77 mg/dl at the time of 225 mg/dl at the time of the call. The customer experienced symptoms such as a sensation in the forehead, shaking, weakness, feeling hot. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering insulin. Troubleshooting was completed and the pump passed the displacement test. The pump may have been exposed to an x ray machine. The insulin pump will be returned for analysis.